Manufacturer narrative:
The impella lp2.5 was discarded subsequent to use, preventing any evaluation of the suspect impella lp2.5. The automatic impella controller data logs were also not returned for analysis. In conclusion, a root cause was unable to be determined because product and data were not returned, although there was no allegation of the impella having contributed to the patient outcome. There are no other complaints for pumps from this lot associated with this failure mode.

Event description:
The complainant reported that on (B)(6) 2018 an impella lp2.5 was placed in a (B)(6) female patient who was in cardiogenic shock. The patient was supported via the pump and ECMO during the performance of a balloon valvuloplasty. Following pump placement a hematoma was found at the pump's insertion site. Patient bleeding occurred requiring the administration of 12 units of packed red blood cells and blood products and 4 units fresh frozen plasma. The physician reported that the patient was supported for 92.12 hours with the impella lp2.5, and following the pump support the patient was reported to be in stable condition.